Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left/ right side iui connector assembly (corrosion). Lvp keypad recall completed. Replaced u4 led on display board for segment dim. A review of the device history record for (B)(6) was performed from date of manufacture 11/26/2018 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to maintenance issue of the iui - corrosion. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues CAPA# 1143616 lvp dim u4 display.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.

Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 11/26/2018 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device failed preventative maintenance. There was no patient involvement.